Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to calcification in the patient anatomy.

Event description:
It was reported that the procedure was to treat the heavily calcified, anterior tibial artery in the left leg. The command es guide wire was advanced into the tibial artery; however, became stuck in the tight occlusion. A non-abbott microcatheter was advanced for support over the guide wire; however, stopped moving during advancement on the guide wire. Attempts were made to retract the command guide wire from the anatomy; however, it could not be removed. The microcatheter and the guide wire were removed together from the patient. After the guide wire was removed it was observed that the guide wire coating had bunched up on the tip of the microcatheter; however, it was confirmed that all the coating was there and none was left in the patient. There was no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.